Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during prime test due to faulty force sensor. No error alarms were noted. The device was received with cracked case at display window corners, battery tube threads, and minor scratched display window.

Event description:
It is reported that the patient's insulin pump has insulin is squirting out during priming. Patient's blood glucose level is 103mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.